Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the right ventricular (rv) lead impedance was high and out of range. The polarity was changed to unipolar but values remained out of range. The competitor device was then reprogrammed from ddd to aai. The patient does not have bradycardia and follow ups will be performed with aai mode. No adverse patient effects were reported.